Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic for a routine battery change. During the procedure, fluoroscopy revealed that the right ventricular lead exhibited externalized conductors. All electrical measurements were noted to be good. The lead was capped and replaced. There were no patient issues and the patient was discharged.